Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. While attempting to retract into the guide catheter, the stent became dislodged and was removed with a snare. Pt status is listed as "okay".